Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device went to elective replacement indicator and days later went to end of life. The carelink report showed a steady decline in the battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.